Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level ranged from 594-595 mg/dl. Reportedly, the customer administrated a manual injection to address bg level. The cause of the occlusion alarm was unknown. The cartridge and infusion set was changed to resolve the issue prior to the report with tandem technical support (cts), therefore, troubleshooting with cts was unable to be performed.